Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), dermatitis allergic ("allergy:rash/skin condition") and psychological trauma ("psych injury related to essure") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, urinary tract infection, alopecia, tooth disorder, hormone level abnormal, migraine, weight decreased, weight increased, dermatitis allergic and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dyspareunia, fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s);(unspecified): result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, dyspareunia, back pain, menorrhagia, uti, hair loss, dental problems, hormonal changes, migraine, weight loss, weight gain, perforation: fallopian tubes, rash/skin , psych injury were added. Lab data, reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.